Manufacturer narrative:
Additional information was received that this complaint is no longer reportable since the problem was on the obstruction of the o2 hose, the connector from the wall to the oxygen channel was replaced and the problem was solved. Block a: patient information could not be obtained due to country privacy laws. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
The problem was on the obstruction of the o2 hose, the connector from the wall to the oxygen channel was replaced and the problem was solved.